Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was sticking. It was further determined that the trigger's center sleeve was worn. It was determined that there was an unknown substance found on the ball bearings and on the gear. It was observed that the motor was worn (unusual noise). It was determined that these issues were consistent with normal wear and improper cleaning. Therefore, the reported condition was confirmed. The assignable root cause related to the worn components were determined to be due to normal use over time and the component damage was due to improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trigger was sticking on the battery reamer/drill device. The reporter stated that the device was last used in the lab and had never been used in a surgical setting with a live patient. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.